Manufacturer narrative:
The reported products were returned and investigated. Control solution testing was performed and all results were within range specification and no errors were observed. No product deficiencies were identified. This serves as a correction report. (Meter brand name) and (model number) were incorrectly documented in the initial MDR 30 day report. (Initial reporters zip code) and (zip code extension) has been updated.

Event description:
A paramedic reported that on (B)(6) 2017 at 8:34 a.m., the customer received a reading of 125 mg/dl on his adc blood glucose meter. No self-treatment was reported. Paramedics were called and upon their arrival at approximately 9:50 a.m., it was observed the customer was experiencing symptoms described as "having trouble opening his eyes, trouble answering questions, pain, cannot sit up". A reading of 43 mg/dl was obtained on the paramedic meter and customer was administered glucagon and dextrose via intravenous infusion. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting, it was determined did not wash his hands/test site prior to obtaining the reported glucose result. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A paramedic reported that on (B)(6) 2017 at 8:34 a.m., the customer received a reading of 125 mg/dl on his adc blood glucose meter. No self-treatment was reported. Paramedics were called and upon their arrival at approximately 9:50 a.m., it was observed the customer was experiencing symptoms described as "having trouble opening his eyes, trouble answering questions, pain, cannot sit up". A reading of 43 mg/dl was obtained on the paramedic meter and customer was administered glucagon and dextrose via intravenous infusion. No further treatment was reported. There was no report of death or permanent impairment associated with this event.